Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 400 mg/dl. Customer reported the alarm was resolved by an infusion set change. Customer does not want to return the reservoir and infusion set. The customer was advised to call back when the issue reoccurs. No further information provided.